Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A service history review was performed and although there were other failures identified during previous servicing, the reported issue was too vague to be able to determine a direct relationship. Therefore, a review of the service history could not determine if any previous servicing events could have caused or contributed to the reported problem. Upon conclusion of the investigation, the reported alarm could not be verified and the cause of the alarm could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
A customer reported receiving an unidentified alarm code during the use of the homechoice device, during dwell. This alarm occurred just prior to the patient receiving a system error 2265. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.